Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a posterior pelvic floor repair procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced erosion of the mesh, which was repaired and resolved. Additional information has been requested.

Manufacturer narrative:
.